Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) was used based on age of patient e4. The initial reporter also notified the FDA on mar 2024. Medwatch report # (B)(4). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: pump was beeping air in line. This registered nurse (rn) clamped the line. When this rn removed line from pump to look at the air, fluid leaked from the line onto this rn hand. This rn found a hole in the tubing at a connection point. A new line was hung. This rn labeled the broken line at location of hole.

Manufacturer narrative:
Customer reported the set was returned with (B)(4) under fedex (B)(4). That pr had one sample received for it, and no sample was known to be returned for this pr. Please send in samples with their respective prs and tracking numbers, it makes it easier on the team. Investigation from (B)(4): the customer reported a broken line, and returned one unused sample of unknown material and lot. The set was examined, and the customer notes surrounding the leak were found, and the leak verified. The silicon was already torn in half with a large hole in the upper fitment, and under minimal manipulation, the silicon tore in half. The manufacturing plant found possible root cause was not traced to manufacturing process. The possible root cause is user; related to the loading technique of the pump segment into alaris pump. A device history record review could not be performed because the material and lot number are unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.